Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that metal head and metal liner caused large amounts of metal ions and particles to be released into patient's blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in thigh and groin. Additionally, patient also experiences a popping and snapping sensation in hip joint when walking or moving to and from a sitting position. Update 6/15/15-pfs received. After review of the pfs for MDR reportability, the stem is being added for the alleged high metal ions. The complaint was updated on:7/13/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.